Event description:
A malfunction alarm was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the malfunction code recurred after resetting. Consequently, the pump was scheduled for replacement, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address, provided instructions for returning the malfunctioning pump, and ensured the customer knew how to put the pump into storage mode before returning it.